Event description:
Procedure: roux-en-y. According to the reporter: the device was used on the duodenum. Five or six days after surgery, anastomotic leak occurred. Exact cause was not defined, but the surgeon considers it was caused by poor blood flow due to ischemia. The patient was treated conservatively, and recovered. No other patient info available.

Manufacturer narrative:
(B)(4).